Manufacturer narrative:
Additional information: h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the photos showed the patient's tissue with a drop of blood. It was reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). There was no re-grasp alert or other error that occurred. Complete seal cycle tone achieved after every activation. Ligasure created some good seals on less vascular tissue but many poor seals on vascular tissue. Generator indicated full seal cycle. Seals appeared to be good at the proximal and middle sections of the jaw but poor at the distal end. It was noted that no eschar build up on the distal end of the jaws as compared with the rest of the jaws. There was oozing/minimal/moderate blood loss/bleeding approximately 80ml. Incomplete seals led to bleeding from numerous areas on and around the uterus. Blood transfusion was not necessary, and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). Additional device was required to control the bleeding and no imaging was done. The jaws were cleaned 2- 3 times during the procedure, 5 or 6 good seals took place before the issue occurred, and the uterine tissue including the uterine artery, broad and round ligaments sealed was approximately 4-5mm thick. Another ligasure was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant products: lxmj37l, maryland xp latch sealer/divider 37cm, (lot #31020267x) vlft10gen, vlft10gen ft series energy platformx1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.